Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer stated that he had no delivery alarm and blood glucose level was extremely high and was treated with insulin pens. Customer's blood glucose values were 70 mg/dl and 400 mg /dl at the time of the incident and was treated with manual injections. Troubleshooting was performed. The customer was advised to revert to the backup plan as per healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.